Event description:
Deportable based on device analysis completed on 30-dec-2021. It was reported that shaft kink and advancing difficulties were encountered. The target lesion was located in a coronary artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during insertion, the physician noted that the shaft was breaking with even gentle flexion applied and was breaking in many places. The balloon failed to advance as it was bending in multiple places along the shaft. The device was removed intact and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a hypotube separation.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. Photo media review showed multiple separations to the device and an estimated 4 total parts to the device. The overall length of the device is 143cm +/- 5cm. The total length of device returned was 100cm in total. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. At 44.8cm from the strain relief, the hypotube was separated. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. The hypotube separation would prevent the device from advancing during use.